Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing however, the patient did not experience any pacing inhibition. Subsequently, this lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.